Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2007 due to erosion of mesh through the vaginal wall and failure of synthetic mesh. It was reported that patient underwent excision of polypropylene sling on (B)(6) 2012 due to vaginal mesh erosion of previously placed polypropylene sling, persistent urinary incontinence and failure of synthetic mesh. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.